Manufacturer narrative:
Though there was patient involvement, there has been no information provided from the medical facility regarding those affected. Therefore, these fields have been marked "ni" for "no information." There is no established expiration date for this device. The device is not an implantable device. The device is not an explantable device. The device was not returned to the manufacturer because it had been evaluated in the field. The device was evaluated in the field. Evaluation summary (conclusion): device failure contributed to tilting, ultimately, posing risk to patient health.

Event description:
According to the initial reporter, the surgical table began leaning to the left when a patient was on the table after a considerable amount of time. Though there was patient involvement, there are no reports of adverse consequences.